Manufacturer narrative:
The reported events of lead fracture, high pacing lead impedance, high defibrillation lead impedance, oversensing noise and inappropriate shock could not be confirmed. As received, a partial connector and middle regions of the lead was returned in four pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures on any conductor paths except for broken cables consistent with procedural damage. The lead impedance could not be performed due to the as received condition of the lead consistent with procedural damage. All other damages found are consistent with procedural damage. Additional findings unrelated to the reported events: multiple internal insulation abrasions were found at the distal and middle regions of the lead breaching the non-functional, inner coil and right ventricular cable lumens. In two of these locations, the non-functional and right ventricular etfe cables were missing/not returned in these portions of the lead while the ethylene tetrafluoroethylene (etfe) cables coating and the polytetrafluoroethylene (ptfe) liner found to be not abraded for the rest of these abrasions. An external insulation abrasion was also found at the middle region of the lead breaching the non-functional cable lumen with the non-functional etfe cables coating intact in this location. The external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer report number: 2017865-2023-05571. It was reported that noise was present on the right atrial (ra) lead. A sudden rise in pacing and high voltage lead impedance was observed on the right ventricular (rv) lead in early (B)(6) 2023. Noise leading to two inappropriate high voltage shocks was observed on the rv lead. A rv lead fracture was suspected. The patient presented at the hospital for lead extraction and replacement. During the procedure, while extracting the rv lead with a philips tightrail, the patient's blood pressure dropped significantly and the tightrail sheath appeared to bend outside of the cardiac silhouette. A bridge superior vena cava (svc) balloon was deployed in the vessel to stop blood flow. The patient developed a cardiac tamponade with pulseless electrical activity (pea) and chest compressions were started. The backup cardio thoracic (CT) surgery team was called and the patient underwent a sternotomy. The patient's (svc) was noted to have been torn during the extraction. The damaged svc was grafted by the CT surgeon. The remaining ra, rv, and left ventricular (lv) leads were extracted with the chest open. The patient was stable prior to the procedure, unstable following the svc tear and deceased following the procedure. The physician reported the cause of death was due to the extraction procedure, ruptured svc complicated by a cardiac tamponade and organ failure. The physician did not allege the device or leads contributed to patient death.